Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the pump basal and bolus history were intermittently missing. Blood glucose was 190-200 mg/dl. Customer reverted to using manual injections for insulin delivery.